Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the weld on the frame to the carriage assembly has broken.